Event description:
The customer reported that the ortho provue misread sample barcodes. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer performed adjustments to the camera to return the analyzer to expected operation. Ocd cts reviewed the results print out submitted by the customer and confirmed the customer's observations. This customer has not logged any similar complaints against this analyzer since this incident.